Event description:
It was reported the patient had a battery replacement surgery. The implantable neurostimulator (ins) read < 250 ohms. The existing lead was connected to a new ins and all impedance measurements were within normal range except for electrode pairs 0 & 1, which measured less than 50 ohms. The lead was wiped down, reconnected to ins, and an exhaustive impedance test was conducted and electrode pair 0 & 1 still measured less than 50 ohms. The patient does not use electrode combination when programming and health care provider agreed that they would leave existing lead and program patient without using that pair. Additional information received reported that no further diagnostics were completed. No cause was found for the low impendances on the one combination. No other interventions were planned. The patient is "doing well."

Manufacturer narrative:
Product ID 3889-28, lot# v436859, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).